Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. It was noted on (B)(6) 2017 during a box change that the lead exhibited abnormal shock impedance of greater than 200 ohms and high voltage coil issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).